Event description:
Complainant alleged that during training by staff, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by a zoll representative on-site. The customer's report was not replicated or confirmed. The device passed the pm procedure and passed defib shock testing. The device was recertified and returned to the customer. The customer's training electrodes used during the event were not available for evaluation. The customer was advised to change the training defib pads/cable and to use the recommended training equipment only for training scenarios. Analysis of reports of this type has not identified an increase in trend.